Event description:
It was reported that the patient presented to the emergency department for repeated seizures and alarms. A log file analysis showed periods of time when the pump was not able to maintain it's set speed. The patient had a known short to shield issue (MFR# 2916596-2020-06466). An emergency pump exchange was performed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation as no product was returned for investigation, the events appeared consistent with potential driveline wire compromise. Additionally, a specific cause for the reported seizures, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log file contained events and data from 29nov2022 through 30nov2022. Intermittent low speed events were captured on 30nov2022 that resulted in multiple pump stop events on both 14 volt (v) external batteries and the power module. While supported by 14v batteries, the voltage levels for the black and white power cables indicated that the charge of the batteries drained rapidly, resulting in low battery hazard and no external power alarms. The charge of the external batteries recovered following the pump stoppage events. Of note, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated drainage of the external 14v batteries to result in the observed no external power alarms. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file appears consistent with a potential driveline issue that has progressed from a short-to-shield (reported under related manufacturer report number 2916596-2020-06466) to a phase-to-phase short. It was reported that hmii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. G and the heartmate ii patient handbook, are currently available. The hmii lvas IFU lists potential adverse events, including neurologic dysfunction, that may be associated with the use of the heartmate ii left ventricular assist system. Several sections in the hmii IFU and hmii patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents also address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there were red heart alarms. The pump exchange was performed on (B)(6) 2022, and it was reported that the patient was stable after the exchange.